Manufacturer narrative:
The complaint of retraction issues could not be confirmed from the 18g insyte autoguard device that was provided for investigation. The needle was received fully retracted within the shield. The unit was inspected for damage that could cause retraction failure or slow retraction; however, no damage or defects were identified on the returned sample. The safety mechanism was reset and a functional test showed that the needle fully retracted within specification when the safety mechanism was activated. However, a trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
This MDR represents: needle retraction failure- no retraction. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Button had to be pressed multiple times to activate safety/ customer response on oct 31, 2025: when you pressed the button, did the needle fully retract? No. Did the needle retract slower than normal? Yes. Did the needle start retracting and then stop, leaving the needle exposed? Yes. Did the button depress? Yes.